Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit will not hold temperature. They have the unit set at 20 degrees to get it up to 40 degrees. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The biomed is going to check his flows and see if he can find anything. Further conversation with the biomed, he stated that he had made a mistake and found his test equipment was set to fahrenheit where it should have been on celsius. The biomed mentioned that there was no deficiency or malfunction with the device.